Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient inserted the infusion set without removing needle guard on (B)(6) 2025. The patient experienced this event twice. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-13901. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure (B)(4), a child investigation is not required to document the device history record (DHR) review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008292, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008292 was manufactured according to the work instruction (wi) version 115 and manufactured in the line 3 on 27-jul-2024, with a total of (B)(4) units. Review of the DHR showed that a non-conformances (nc) 1966203 was raised due to sterilization process. This nc is not related to claimed malfunction. Conclusion summary of complaint investigation: as a result of the following: one nonconformance (nc) was raised during the sterilization process, and found unrelated to the reported malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.